Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred during infusion after the pump had been connected to the patient for 46 hours. The pump had been filled with fluorouracil 3500mg/ml in 115ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was further described that the device was in use for an unspecified number of hours (previously reported the device was in use for 46 hours). Should additional relevant information become available, a supplemental report will be submitted.